Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 5/16/2017 with the following findings:multiple occurrences of a large prime volume observed in the pump prime history. During testing, the pump performed the ¿ez-prime¿ steps with no issues occurring. A 100 unit cartridge was correctly loaded and it displayed. Force calibration passed at 169. Moisture observed in the battery compartment. Leak test failed due to a crack in the battery compartment starting at the threads to the left side of grip pad down to the seal. Opened pump- moisture found on the force sensor pins.battery compartment is also cracked from case seal traveling to grip pad. A leak was not found at this location. Dim display- letters have a red hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked compartment. This report is made based on the results of an investigation completed on 05/16/2017.